Event description:
It was reported that the customer went to the emergency room after experiencing a blood glucose (bg) of 325 mg/dl. Suspected cause of high bg was not known; however, at the time of the event, the customer was experiencing a fever. The customer's elevated bg was treated with one unit of corrective humalog at the emergency room. A system check was performed on the pump that confirmed the pump was functioning as intended. No issues were observed with the insulin, cartridge, infusion set tubing, or infusion set cannula in use. Reportedly the customer was released after 2 hours with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.